Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize an open door and key inputs were not working. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation experienced the key inputs were not working during testing along with the device not recognizing an open door. The cause for the key inputs not working was identified to be a failing processor board which requires replacement to correct this condition. The cause of the device not recognizing an open door was identified to be the upper latch switch. The upper auxiliary will be replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.